Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer daughter reported via phone call that her mother experienced hyperglycemia. Customer's blood glucose level was to 600 mg/dl. Customer link her mom's insulin pump to the meter. The insulin pump will not be returned for analysis.